Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2022-00613 for product code unk_smart touch bidirectional sf (thermocool® smart touch® sf bi-directional navigation catheter) importer report number # 2029046-2022-50005 product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and the patient suffered an esophageal fistula requiring surgical intervention. The patient went to the hospital on (B)(6) 2022 due to a complication with from the atrial fibrillation (afib) ablation procedure completed on (B)(6) 2022. The patient returned with an esophageal fistula for a treatment. The esophageal injury was confirmed on (B)(6) 2022. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Emergency cardiothoracic surgery was required. The patient outcome of the adverse event is unknown, however, the patient required extended hospitalization because of the adverse event and was still hospitalized in an unknown condition. A smartablate¿ system rf generator (us) was used in the atrial fibrillation (afib) ablation procedure. It was used in power control mode at 50w with the correct catheter setting selected. The smartablate pump was switching from low to high flow during ablation no error messages observed on biosense webster equipment during the procedure. An esophageal temperature probe was monitored by anesthesia. Force visualization features used were dashboard, vector, visitag with tag index.